Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final report will be submitted. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Event description:
No additional information is available.

Manufacturer narrative:
This complaint has been sumbitted under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined the motor speed was unstable and motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a trial run of the device during the procedure the device was sounding like it was running at a lower speed. The device did not interact with the patient and another device was required. A minor delay was noted but no harm occurred. No other adverse event was reported as it relates to this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.